Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The chronic total occlusion lesion was severely calcified, average tortuosity located in the proximal to mid left anterior descending artery. A non bsc stent did not cross the lesion after a non bsc catheter crossed the lesion. The lesion was dilated with another non bsc catheter. The lesion was not dilated enough, and the 15x4.0 mm quantum maverick monorail balloon was inserted. On the first inflation, the balloon was inflated for 20 seconds at 16 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The lesion was then dilated with nc sprinter 15-40mm. The procedure was terminated after taxus deployment. The patient status is listed as "no problem".